Event description:
Healthcare professional reported out of range high readings with a hemochron signature elite and act plus system. Patient of unspecified age, gender and weight was receiving IV heparin in the cardiovascular operating room during an unspecified procedure. The target act was 480 seconds. The hemochron signature elite and act plus system reported a result >1000 seconds, which was not expected considering the other act results and the fact that no additional heparin was administered during the procedure. No adverse events were reported.

Manufacturer narrative:
This MDR dated 05/20/2015 references (B)(4). The healthcare professional cannot identify the cuvette reagent lots used for patient testing at this time. Itc has requested all data required for form 3500a.